Manufacturer narrative:
(B)(4); dropping or ejected clip the analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip could not be fed into the jaws for 5 firings. After that, a tear drop-shaped clip was formed at the 6th firing. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance and no unexpected noise at the firing. There might be torquing or twisting of the device present at the time of firing. After the incident occurred, the device was fired outside the patient. The device might be fired across something hard such as a clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 6th. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Possibly. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Would not feed first 5 firing. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? If so, what? Unk. Did somebody other than the primary surgeon fire the instrument? Unk.